Event description:
It was reported that this patient's device was showing high lead impedance and the patient is experiencing an increase in seizures. It was reported that the patient's device was turned off. A review of device history records for the lead shows that no unresolved non-conformances were found. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received from the neurologist's office who stated that the patient's increase in seizures were below pre-vns levels as the patient previously experienced 10 seizures per month prior to vns, and only 1-2 seizures per month after vns. The believed cause of the increase in seizures is due to the high impedance. The increase in seizures first began on (B)(6) 2018. No known surgical intervention has occurred to date. No other relevant information has occurred to date.

Event description:
Implant card was received that patient received a full revision due to high impedance. The surgeon indicated to have seen a visible break in the x-rays and during pre-op there was low impedance found 3 times. After the lead was removed, it was noted that there was a full break and severed in the middle near the collarbone. The facility the replacement took place is noted to always discard explants after surgery, therefore product return from this site is not available.